Event description:
The caller alleged a discrepant high inratio inr result in comparison to an unspecified point of care (poc) inr result. Results are as follows: date inratio inr poc inr (B)(6) 2015 4.1 1.3 therapeutic range: 2.5 - 3.5 the time between testing was thirty (30) minutes. The patient's took an extra 5mg of coumadin on (B)(6) 2015. The following day the laboratory inr was 3.4. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformance and the lot meets release specification. The root cause was unable to determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.